Event description:
Add'l info rec'd from MFR 9/17/01: the device is a model n-190 pulse oximeter, sold to mckesson hboc and apparently placed in a home as a continuous spo2 monitor. The best characterization MFR has of the complaint is that, periodically, the monitor has an unacceptable battery life. On 2/14/00, this monitor was returned to nellcor after MFR received a report that the monitor would not operate on battery. A defective component was identified in the battery circuit and that component was replaced. The monitor was tested and returned to the customer. On 5/17/00, the customer called with another complaint on the same monitor stating that the battery would not hold a charge. The investigation consisted of charging the battery for at least 14 hrs then running the monitor on battery and measuring the time to a low battery indicator. This complaint was verified and the battery was replaced. On 12/29/00, the customer called with the same complaint. The investigation consisted of charging the battery for at least 14 hrs then running the monitor on battery and measuring the time to a low battery indicator. The investigation revealed that the battery had decreased capacity. The battery was replaced. On 6/12/01 the customer called again with a complaint that the battery did not hold its charge. The investigation consisted of charging the battery for at least 14 hrs then running the monitor on battery and measuring the time to a low battery indicator. Once again, svc group replaced the battery. The n-190 product claims for battery operation, indicate that the monitor will operate for a minimum of 12 hrs on a new, fully charged battery (text from the n-190 home care manual is attached). It is characteristic of lead-acid batteries that their useful life is correlated with the number of charge-discharge cycles that the battery experiences. It appears that the customer in this case, uses the device in battery mode frequently. This will degrade the capacity of the battery and reduce its useful life. It is not clear to nellcor that a reportable event occurred at all. The home use guide for the model n-190 states that the monitor should not be operated on battery unless specifically directed to do so by the clinician advising the caregiver. The intent of this guideline is to preserve battery operation for situations where it is really needed (e.g. Power failure). The dates that the complaints were received are noted above. The device has been returned to the customer.

Event description:
Add'l info rec'd from MFR 09/18/01: the device is a model n-190 pulse oximeter, sold to mckesson hboc and apparently placed in a home as a continuous spo2 monitor. The best characterization MFR has of the complaint is that, periodically, the monitor has an unacceptable battery life. On feb 14th, 2000, this monitor was returned to nellcor after MFR received a report that the monitor would not operate on battery. A defective component was identified in the battery circuit and that component was replaced. The monitor was tested and returned to the customer. On may 17th, 2000, the customer called with another complaint on the same monitor stating that the battery would not hold a charge. The investigation consisted of charging the battery for at least 14 hours then running the monitor on battery and measuring the time to a low battery indicator. This complaint was verified and the battery was replaced. On december 29th, 2000, the customer called with the same complaint. The investigation consisted of charging the battery for at least 14 hours then running the monitor on battery and measuring the time to a low battery indicator. The investigation revealed that the battery had decreased capacity. The battery was replaced. On june 12th, 2001, the customer called again with a complaint that the battery did not hold its charge. The investigation consisted of charging the battery for least 14 hours then running the monitor on battery and measuring the time to a low battery indicator. Once again, MFR's service group replaced the battery. The n-190 product claims for battery operation, indicate that the monitor will operate for a minimum of 12 hours on a new, fully charged battery (text from the n-190 home care manual is attached). It is characteristic of lead-acid batteries that their useful life is correlated with the number of charge-discharge cycles that the battery experiences. It appears that the customer in this case, uses the device in battery mode frequently. This will degrade the capacity of the battery and reduce its useful life. It is not clear to nellcor that a reportable event occurred at all. The home use guide for the model n-190 states that the monitor should not be operated on battery unless specifically directed to do so by the clinician advising the caregiver. The intent of this guidewire is to preserve battery operation for situations where it is really needed (e.g. Power failure). The device has been returned to the customer.

Event description:
Pt states o2 saturation monitor won't hold a charge despite new batteries being replaced in 2/01.